Event description:
It was reported that bd needle 18g 1-1/2in tw had foreign matter complaint from (B)(6) hospital. The customer complained that foreign body was found on the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Complaint from canossa hospital (caritas). The customer complained that foreign body was found on the needle.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of affected batch. The assembly process was reviewed. Probable cause could be due to rack topple after the lift up unit. The toppling caused the uncured epoxy to stain onto the conveyor surface. Epoxy on the conveyor cause unevenness on the surface which result subsequent rack prone to topple easily. Any rack topple may result in uncured epoxy to be transferred to the subsequent product on the rack. The production technician could have failed to remove the affected neighboring rack and clean the conveyor surface. There is a standard work instruction in place to train the production technician to clean off any epoxy on conveyor surface after rack topple. Hence, this could be a case whereby the production technician had failed to clean the conveyor surface. 1. Retrain the production technician on standard work instruction and emphasize to clean off any epoxy on conveyor surface. 1. Conduct one interview session to four production technicians, verified that the associates understand to clean off any epoxy on conveyor surface, clearing off rack topple.